Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose over 600 mg/dl. Customer feels ok to troubleshoot for high blood glucose reading. Customer current blood glucose reading was 600 mg/dl. Customer blood glucose reading at the time of the incident was over 580 mg/dl. Customer had back up plan. Customer reported they have contacted their healthcare provider regarding the high blood glucose reading. Customer treated their high blood glucose with insulin shot. Infusion set was changed 2 days ago. No further details were given. Insulin pump will not returning for analysis.